Event description:
It was reported to boston scientific corporation that approximately 6-8 weeks following an anterior pelvic floor repair procedure in 2008 using a pinnacle pfr kit, the patient presented with exposure of the mesh during a follow-up examination. The physician trimmed the edges of the mesh, tried to re-close, and treated the patient with estrogen cream. The patient is reportedly not bothered by the exposure, and is doing ok now.

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.